Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the piston would not retract. The customer reported that the insulin pump would not rewind. The customer also reported that there was a keypad anomaly. The customer's blood glucose was 100 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The device had an intermittent buttons response due to flattened act button dome switch. No unlocked lcd keypad connector noted. The motor functioned properly and no rewind anomaly noted. The device was received with all operating currents within specification and passed functional testing including the rewind test, self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected low reservoir alarm noted. The device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.